Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window and cracked reservoir tubelip. (B)(4).

Event description:
Customer reported via phone call to have moisture under display screen due to wearing insulin pump in the bra. Customer's blood glucose was 264 mg/dl. Customer was advised that insulin pump would need to be replaced.